Event description:
It was reported that during implant that a helix failure to extend and retract and a dislodgement was noticed on the lead. The physician elected to use another lead and complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 product not returning.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.